Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the 4.1 and 4.2 drawers were not functioning. A field service engineer replaced the drawer controller, reseated the pyxibus cable, retractor band cable and row board cable to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.